Manufacturer narrative:
The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the r/r 10cm sf jewelers .7mm tip was chipped during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the r/r 10cm sf jewelers .7mm tip was chipped during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.